Manufacturer narrative:
It was reported there is a drip of excess silicone or plastic hanging onto the bottom of the needle hub. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a needle assembly with no packaging blister or plastic shield, and the area where the needle and needle hub join. The amount and shape of the epoxy is acceptable. The second photo shows a packaging blister top web. No defects or imperfections were observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material#: 309626 batch#:unknown it was reported that the bd syringe 1ml s/t w/ndl 25x5/8 rb had foreign matter. It was reported by the customer that the base end of the needle at the hub there is a drip of excess silicone or plastic hanging onto the needle. Few millimeters of this foreign matter. Patient said that the insertion was painful as well. Verbatim: nurse calling on behalf of patient who picked up box of needles from pharmacy last week. The base end of the needle at the hub there is a drip of excess silicone or plastic hanging onto the needle. Few millimeters of this foreign matter. Patient said that the insertion was painful as well. Delay in treatment pharmacy did not replace needles because they didn't see the defect. Photos are available of this failure date of event- unknown happened last week he said the entire box of new needles all have this condition. Ref 309626 ndc- (B)(4). Additional information provided on 04/12/2024: hi, sorry for the delayed response. I don¿t know the answer to most of these questions, unfortunately. I didn¿t realize there would be additional steps, so I don¿t even have the patient¿s information handy at this point. The patient reported increased discomfort with use of these needles. I sent a new needle/syringe prescription to a different pharmacy, the patient purchased new needles/syringes, and I recommended that we review injection teaching in person so that we can rule out any other issues leading to increased discomfort. I don¿t know if I¿ll be able to obtain these from the patient, but you can send a return label to: (B)(6). If the patient ends up bringing these in, I can send them your way. Ruth.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.